Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, the patient was successfully implanted with a 23mm trifecta¿ gt valve due to endocarditis. One month ago, degeneration was noted and the patient was hospitalized for cardiac insufficiency. The patient had a severe aortic insufficiency and a gradient elevation. On (B)(6) 2020, a re-operation occurred and the trifecta gt valve was explanted and a 23mm magna ease was implanted. Upon explant, there was a calcareous bud on the cusp of the trifecta gt valve. The intervention went well.

Manufacturer narrative:
The calcification noted upon explant was confirmed. All three leaflets were fibrotically thickened and contained calcifications. There was circumferential fibrous pannus ingrowth on both the inflow and outflow surfaces. All three leaflets contained tears, which were associated with calcifications. Leaflet 2 contained a fold in its free edge, tethered by pannus. 2 stent posts were bent, consistent with explant damage. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to commercialization. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings instructions per use artmt600099236 rev. A, "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis". The limited mobility of the leaflets and tears associated with calcifications, further exacerbated by the pannus ingrowth, is consistent with the insufficiency and elevated gradient noted prior to explant.

Event description:
On (B)(6) 2018, the patient was successfully implanted with a 23mm trifecta¿ gt valve due to endocarditis. In (B)(6) 2020, degeneration was noted and the patient was hospitalized for cardiac insufficiency. The patient had a severe aortic insufficiency and a gradient elevation. On (B)(6) 2020, a re-operation occurred and the trifecta gt valve was explanted and a 23mm magna ease was implanted. Upon explant, there was a calcareous bud on the cusp of the trifecta gt valve. The intervention went well.